Manufacturer narrative:
Implant date: 2003. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified back surgery using rhbmp-2/acs. Reportedly, the surgery caused chronic pain in addition to neuro/genital injuries, and as a result the patient was required to have a pain pump implanted. No additional information has been provided.

Manufacturer narrative:
D.o.b. = (B)(6) 1958. Date of implant = (B)(6) 2003.